Event description:
(B)(4). Same case as reports 2134265-2009-04818 and 2134265-2009-04819. This patient had a type ii lesion identified in the right carotid artery. The reference vessel diameter was 7mm. The lesion length was 15mm and was 50% stenosed as measured via nascet. The target vessel was nontortuous and there was no calcium present. No thrombus, ulceration, dissection or pseudo-aneurysm was identified. Cerebral protection was used during the procedure. A 30mm long carotid wallstent monorail was delivered and the wallstent successfully placed at the intended site. Pta was performed with an ultrasoft sv balloon catheter. Atropine 0.5 ui and nootropil 9g were given during the procedure. Residual stenosis was estimated at 0-29%. During the procedure embolization and transient ischemic attack (tia) were reported. Medical therapy (details of medical therapy not provided) was administered and the events were reported to be resolved with no residual effects. The following comment was reported: "after the stent implantation was embolization in cerebri media. The patient got 20mg tpa i.a., 5ml integrilin i.v. And 8 ml/h integrilin i.v. The next day the patient was asymptomatic. The control angiographic and CT was negative". Post-procedure, the patient was symptomatic. The carotid wallstent was found to be patent with a residual stenosis of 0%. There were complications less than 24 hours after the procedure of cerebral tia. Post-procedure the patient received plavix 1x1. The patient had a follow up assessment in (B)(6) 2005. In (B)(6) 2005, the stent was patent with 0% residual stenosis. The patient was symptomatic at this visit with motor system rated abnormal with the comment paresis, but was unchanged from the previous visit. The rest of the neurological exam was normal and unchanged from previous visit. In (B)(6) 2005, the stent is reported patent with 10% residual stenosis and the patient is reported to be asymptomatic. No adverse events, re-interventions, or complications were reported at either of the follow-up visits.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.